Event description:
It was reported that, "during the tka, the surgeon was inserting the universal notch prep. Comp. 3/5, the scorpio cr punch/rasp handle broke."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.